Event description:
Patient called vad coordinator on call due to controller alarms while at home. Vad coordinator instructed patient to change out her controller for her backup controller. Pt arrived to clinic on (B)(6) 2022 with noted damage to her modular cable. Modular cable replaced. Damage also noted to driveline at the bend relief above the connector. Bend relief tear repaired with rescue tape. Controller exchanged.